Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer's husband reported the customer did not use device according to label copy. Not washing hands may cause imprecise readings.

Event description:
The customer's husband reported the customer took her insulin dose and then, approximately four to five hours later, the customer obtained a reading of 77 mg/dl on her blood glucose monitor. At that time, it was reported the customer lost consciousness in addition to feeling clammy and sweaty. The customer reportedly ate a piece of candy to alleviate the symptoms. The customer's husband called the paramedics, treated the customer with an intravenous glucose medication and then transported her to a hospital where she was diagnosed with hypoglycemia, but no treatment was reportedly given to the customer. The customer's husband also reported the customer ate food at the hospital. There was no report of death or permanent impairment associated with this event.